Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer had low blood glucose level of 50 and 53 mg/dl. Customer was treated with food. Customer had blood glucose levels were 61,70 and 180 mg/dl. Customer was not using auto mode. Customer did not allege insulin pump for over delivering .the insulin pump will not be returned for analysis.